Event description:
Patient underwent a renal angiogram which utilized the vascade vascular closure system. Approximately 2 hours after deployment a small hematoma at the groin site was noted to have expanded. An xray taken one hour after this, noted no pseudoaneurysm. There was no further change in size until approximately 3 hours later (now 6 hours post deployment) when the hematoma again expanded and bleeding from the site was noted. This included passage of material which may have been the collagen plug. An xray revealed a pseudoaneurysm and the patient was taken to the operating rom for surgical repair. Of note, patient was noted to have some coughing during the post angiogram period and her blood pressure rose from 154/62 to 187/84 at the time of the last hematoma expansion.